Event description:
Pt was in trendelenburg during an exploratory laparotomy. At the end of the case, when anesthesia was leveling the bed, the orange cord from the scd machine was caught under the skirt of the bed, causing the controls to malfunction. The foot of the bed went up in a 90 degree angle, as did the pt's legs until the safety strap could be loosened from the thighs. Dr examined the pt and she was moving her legs without difficulty, as she was coming out of anesthesia. Pt was taken to pacu and observed for further injury. Reported incident to steris on 4/5/2010, and received call from their quality management team. On 4/8/10, steris company rep was here to inspect table. All repairs completed by steris corp technician on 4/15/2010. Operating room table had been pulled from service until inspection and repairs could be completed. On (B)(6) 2010, after incident - (B)(6) 2010. Diagnosis or reason for use: surgery bed.